Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. The customer informed siemens that the sample was not available for further internal investigation. A list of medication or supplements taken by the patient was not available either. While the cause of the falsely elevated results cannot be determined, hsc could not rule out a non-specific interferent. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. In addition, the customer informed siemens that they have not had any other discordant results. The customer was satisfied with the assay and the instrument performance. The cause for the falsely elevated estradiol results is unknown. The device is performing according to specifications.

Event description:
The customer obtained falsely high estradiol (e2) results on a neat patient sample on an immulite 2000 xpi instrument while using kit lot 390. The customer repeated the same sample on the same instrument doing an on-board 1:3 dilution and the result was lower. The customer repeated the neat sample on the same instrument, resulting higher. The customer repeated the same sample doing an on-board 1:3 dilution on the same instrument, resulting lower. The sample was also tested on an alternate platform resulting lower. All the results were reported to the physician(s) who questioned the discordant high results. There are no known reports of patient intervention or adverse health consequences due to the falsely high estradiol results.